Event description:
The distributor contacted animas on (B)(6) 2015 alleging a keypad/button (abb tactile cng/unresponsive) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting.